Event description:
It was reported that the patient underwent an l2-l3 midline/mini-open/left side fusion using an interbody device. MRI performed 60 days post-op showed the cage to be well placed. At an unknown time post-op, the patient developed left leg pain. MRI scan performed 356 days post-op showed displacement of the interbody cage. A revision and exploratory surgery was conducted 385 days post-op. Partial cage removal was performed.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.